Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) procedure, the distal tip of a guidewire was coiled in the hepatic duct and became tangled. As the guidewire was being pulled back into the catheter the coating on the distal tip of the guidewire sheared from the shaft of the guidewire. The user stated that the sheared coating remained inside the catheter, and nothing fell into the pt. The procedure was reportedly completed using a different unk type of guidewire. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval as user facility personnel discarded the device. The exact cause of the user's experience cannot be determined, but based upon the info provided, the kink in the guidewire may have caused the guidewire to be too large for the inner diameter of the catheter with which it was used. The guidewire may have been damaged as it was retracted into the catheter. If significant info is received later, this report will be updated. This report is being submitted as an MDR in an abundance of caution.